Event description:
It was reported that the valve was leaking.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve performance did not meet established specifications for pressure flow testing at 46.8 ml/hr at 0 cm. However, it met all other pressure flow and preimplantation testing. The valve did not pass leak test due to a cut on top of the delta chamber. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.